Event description:
It was reported by repair work order that the customer alleged that the unit went into trend mode during surgery, and falls on its own. Upon inspection of the unit by the service technician, it was identified that there the problem could not be duplicated. However, he replaced the jack as a precautionary measure. No adverse consequence or clinically relevant delay in treatment was reported.